Event description:
Pt was revised due to slight changes observed by his surgeon over the past few yrs (right side). Poly wear and osteolysis were found.

Manufacturer narrative:
Examination of the submitted devices confirmed polyethylene wear. Prod info required to review the device history records was not provided. The investigation could not conclusively identify any one root cause of the polyethylene wear, as device alignment and the length of time implanted (13-14 yrs) are both likely contributing factors. Based on the performed investigation, a need for corrective action is not indicated. In addition, the prod codes are discontinued items. Depuy considers the investigation closed at this time. In addition, the prod codes are discontinued items. Should add'l info be received, the investigation will be re-opened.